Event description:
A talent thoracic stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm in zone 4. Based on pre-implant imaging, the diameter of the non-aneurysmal proximal neck was 33mm, diameter of the non-aneurysmal distal neck was 39mm, maximum aneurysm diameter was 71mm, aneurysm length was98mm, the length from top of arch to proximal aneurysm was200mm, and the length from bottom of arch to proximal aneurysm was 140mm. The distal neck had moderate calcification. It was reported that a CT imaging revealed that the aneurysm had expanded to 69 mm, compared to 63 mm 1 month post-index procedure and recently the aneurysm had expanded further to 77 mm. No endoleak was observed. The patient revaived additional treatment where a valiant stent graft was implanted to resolve the aneurysm expansion. No leak was identified during the secondary procedure. The cause of the aneurysm expansion is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the patient a fever as a symptom of the infection. Gallium scintigraphy test revealed collections of inflammation around the site where the stent graft was implanted. The patient was treated with medication and continued to be monitored. Per the investigator it was noted that the event was related to the product and not related to the procedure. The patient was considered to have an onset of aneurysm rupture due to infectious disease. Therefore, the causality between this event and the relevant device was considered to be as same as the infectious disease cause. The cause for the original source of infection was unknown. The patient later expired due to the aneurysm rupture.